Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noticed the display was garbled. To address the issue, the fse replaced the cable from the video receiver board to the display and checked the operation. The issue was corrected. Functional testing and safety checks were performed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced display issues; unable to read the screen during morning safety checks. There was no patient involvement. No adverse event was reported.